Manufacturer narrative:
(B)(4): investigation revealed that the keypad cover has lifted and fallen off, and all button contacts are missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Additional testing could not be completed because of the missing button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow keypad button was unresponsive. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.